Event description:
The customer called to report a high blood glucose reading of 527 mg/dl. Troubleshooting was performed and the insulin pump did not pass the high pressure test.

Manufacturer narrative:
The insulin pump alarmed motor error due to a faulty force sensor resistor. Unable to perform the occlusion test due to the motor error alarm.